Event description:
It was reported, by the facility, that the 7700 system would intermittently have boot up problems and would lock up. It was also noted that the system may not shut off unless it is unplugged. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the control panel on the generator. The system was tested and found to be working as intended and placed back into service.